Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.